Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Brand name is unknown operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is needing to be checked by technicians to verify that it is infusing at the proper rate. Product was returned with pump. No patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: lot number, expiration date, and h4 are unknown.